Manufacturer narrative:
Dr returned a coping screw only-the part reported was not returned for evaluation.

Event description:
An abutment broke in function. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1996-17.